Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Event description:
Customer reported via phone call that they experienced high blood glucose 500 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis. Customer also reported motor error alarm, but the insulin was able to rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery alarm noted during testing. Unit was received with motor error alarm during occlusion test due to faulty force sensor resistor. Device was received with missing segments or partial display due to open heat bond of zebra connector on lcd. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.